Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds, non-capture and low impedance measurements. The patient's beta blocker dosage was increased and the lead was subsequently capped and replaced. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.